Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 and alternative o2 valves and flow sensors were replaced to resolve the issue. Block a: no report of patient involvement. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that while performing pre-use check out, they found a stuck open flow sensor diaphragm that could result in insufficient ventilation. There was no report of patient involvement.